Manufacturer narrative:
Patient demographics (date of birth) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Per product directions for use (dfu-0192), post-operatively, until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer device will not be returned.

Event description:
It was reported that the plate broke 6 weeks after first surgery and needed to be revised. Initial surgery of the clavicula fracture performed on (B)(6) 2017, second surgery on (B)(6) 2017, where another manufacturer's plate was used as a replacement. The patient is (B)(6) male, (B)(6). No other details given at this time.